Event description:
It was reported to philips that intermittent geoipc communication failure affected geometry on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service identified that follow-up work was required and returned the system with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).